Event description:
Two rns attempted to draw inr on patient. Blue top collection tube is not filling to required line. It seems to be losing suction part way through draw process. It feels as if the tube is being pushed off the collection set needle and a good suction isn't being held. This resulted in the patient having to be stuck 3 separate time with same result.